Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited unacceptable thresholds and sensing anomaly. Fluoroscopy revealed the lead had dislodged. The lead was repositioned successfully without any complications. The patient was in stable condition post procedure.